Manufacturer narrative:
(B)(4). The customer submitted three photos for analysis. The first photo shows the bifurcation of a 40cc intra-aortic balloon catheter (iabc). No defects or abnormalities were observed. The second photo shows the label of the iabc. The information matches the reported material and lot number. In the third photo, the iabc central lumen was noted bent within the flex-tip assembly area. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab kinked is confirmed based on the customer submitted photo with the complaint report. In the photo, the iabc central lumen was noted bent within the flex-tip assembly area. The product was not returned for investigation. Based on a review of the device history rec-ord (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "it was found that the front end of the balloon had broken during the using'. Additional information states to continue therapy the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "it was found that the front end of the balloon had broken during the using'. Additional information states to continue therapy the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is "unknown".

Event description:
It was reported "it was found that the front end of the balloon had broken during the using'. Additional informaiton states to continue therapy the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the peel away sheath was on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the iab central lumen were noted at approximately 29.5cm, 35.5cm, 45cm and 56cm from the iab luer. The central lumen was noted kinked at approximately 1.9cm form the distal tip. The central lumen was noted broken at approximately 62.6cm from the iab luer; no blood was noted in the helium pathway, which indicates the central lumen damage occurred after removal or during the shipment process. Dried blood was noted on the exterior surfaces of the returned sample. No obvi-ous blood was noted within the helium pathway. The customer submitted photos were reviewed. The photo shows the bifurcation of a 40cc intra-aortic balloon catheter (iabc). The photo shows the label of the iabc. The information matches the reported material and lot number. The photo the iabc cen-tral lumen was noted kinked within the flex-tip assembly area. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak test-ed 15 in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 1.9cm from the iabc distal tip; which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 62.5cm from the iabc luer; which is the location of the previously noted broken central lumen. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the front end of the balloon had broken" is confirmed. A kink to the cen-tral lumen was noted during the visual inspection of the returned iab catheter, and resistance was noted at the location of the kink upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kink is undetermined, but a potential cause is customer handling. No further action is required at this time. This will be monitored for any developing trends.